Event description:
It was reported that a homechoice presented an alarm. The specific alarm was not reported. This occurred during priming while the home patient (hp) was not connected. The hp had already cleared the alarm. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.